Event description:
Heating pad started to throw sparks and smoke. There were no flames. The pad burned the customer,who suffered a second-degree burn. A medical dr did not see her. It also burned the pad cover, mattress, blankets and sheets.